Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter.

Event description:
It was reported that the right ventricular lead had high pacing impedance, oversensing/noise with non-sustained ventricular tachycardia episodes and short v-v counts. The lead was suspected to be fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.